Manufacturer narrative:
The field service engineer (fse) described the smoke came from a burnt 36v module artesyn power supply board which caused the power supply to fail due to normal wear. Neither the board nor the power supply was available for return. The fse documented there was no issue with the facility power. Review of quality metrics identified no adverse trends for the 36v module artesyn power supply board or the power supply. A review of the architect (B)(4) service history was performed. The review identified no contributing factor on or around the date of the event. A product labeling review found the architect system operations manual adequately addresses information regarding electrical hazards. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the results of the investigation, there is no indication of a deficiency or malfunction of the 36v module artesyn power supply board or the power supply. The issue was resolved by replacing the power supply due to normal wear.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The power unexpectedly went out on the architect i2000 analyzer (serial number (B)(4)). When the power was turned back on, it immediately went back out. After attempting to turn the power back on again, smoke was observed coming from the power supply inside the analyzer. Abbott field service was dispatched and replaced the power supply to resolve the issue. No fire was observed. It was confirmed that there was no injury due to the issue.